Event description:
Patient reported that the adhesive pad did not stay attached to the body. The patient stated that while making an attempt to press the bolus ready button, she noticed that the needle was pricking her skin.